Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed the customer's complaint. The thermistor probe was noted to have been fractured. Magnifying inspection of the fractured part found no anomalies. Electron microscopic inspection of the crack cross- section of the tube found the presence of a rough segment and a smooth segment. On the smooth segment the generation of a radial pattern was found. Simulation testing was conducted on a reserve sample. The thermister probe was exposed to a shock force and became fractured. Electron microscopic inspection of the fracture cross-section found most of the surface was in a smooth state with some rough surface on the segment located opposite to the point the shock force had been applied. A review of the device history record and the product release decision control sheet of the involved product/lot # combination were conducted with no relevant findings. A search of the complaint file found no report of this nature with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. As a cause of this reported event, it is assumable that the actual sample may have been subjected to an excessive shock force on the thermister prove during transportation, storage or after having been removed from the package, resulting in the reported damage on the probe. From the available information, however, it cannot be determined when and how the actual sample was exposed to the excessive shock force. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: (1) "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage in the capiox device. Follow up communication with the user facility confirmed the following information: during the setup process for the extracorporeal circulation, the customer touched the thermister probe, it easily snapped and became broken; the procedure was completed successfully; and there was no patient involvement.